Manufacturer narrative:
B4:23aug2021. The customer reported that they replaced the power supply to address the issue and replaced the battery preventatively due to the date of manufacture being over 5 years. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as per periodic maintenance procedures. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.

Manufacturer narrative:
Report date: 20jul2021.

Event description:
The philips field service engineer (fse) reported that a ventilator was discovered to not be powering on during device cleaning. The device malfunction was reported to not have been in clinical use at the time the issue was discovered. There was no report of patient or user harm. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. Multiple attempts were made to retrieve device repair or diagnostic information has yielded no response from the customer. It is currently unknown if any parts or repairs have been conducted.